Event description:
Sage oral care kit suction sponge component wand breaking at the base of the sponge causing the sponge to remain in patient's mouth and breaking at the base of the thumbport. Diagnosis or reason for use: oral care for intubated patient (pneumonia prevention).